Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 6. H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced that he forgot to secure the adhesive to skin before pulling it away from body which results infusion set coming out and not able to be used which occurred in between (B)(6) 2025, which resulted in elevated blood glucose (400 to 500 mg/dl), therefore patient had received correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.